Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. The root cause is unable to be determined. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported that the set screw was free floating within the pt post-operatively. During the index surgery levels treated were l5-s1 and 4 screws, 4 closure tops and 2 rods were placed. The pt was experiencing physical symptoms of non-union as well as x-rays showed the closure top backed out at the left l5. The surgeon explanted all the sequoia hardware and replaced it with non-zimmer instrumentation and as well extended the construct to l4. No further pt impact was reported.